Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2016. Additional information was requested and the following was obtained: on which firing did this occur? --- no information. On this firing, before the firing knob broke off the device, did the device staple? --- yes. If yes, was the staple line complete? --- no. On this firing, before the firing knob broke off the device, did the device cut? --- yes. If yes, was the cut line complete? --- no. Will all pieces be returned with the device? --- no information. If no, were they discarded? --- na. The analysis results found that the ntlc75 device (b) was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 48 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open sigmoidectomy, the firing knob of the device was broken off when the firing knob was stuck and then moved forward forcibly. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.